Event description:
It was reported to boston scientific corporation that the patient was implanted with a advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2011. This procedure was completed without any complications. According to the complainant, post-implantation, the patient began to complain of vaginal pressure and pain, vaginal bleeding, and/or dyspareunia (specifics and date/s of onset unknown). On august 10, 2011, the patient underwent corrective surgery (specifics unknown), however this surgery did not correct the patient¿s problems. Reportedly, the patient continues to experience pervasive symptoms, including but not limited to debilitating abdominal and pelvic pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6), 2011. This procedure was completed without any complications. According to the complainant, post-implantation, the patient began to complain of vaginal pressure and pain, vaginal bleeding, and/or dyspareunia (specifics and date/s of onset unknown). On (B)(6), 2011, the patient underwent corrective surgery (specifics unknown), however this surgery did not correct the patient¿s problems. Reportedly, the patient continues to experience pervasive symptoms, including but not limited to debilitating abdominal and pelvic pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.